Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The perforator was returned for evaluation: failure analysis - there were no notable observations when a visual inspection of complaint product was performed. The spring test passed when evaluated for the parts performance and the hudson end rotated smoothly within the perforator body when the unit is in the disengaged position. Eighteen (18) holes were drilled. A visual inspection of the boards (post-test) showed that for five (5) of these holes, failure-1-failure-5, failed to meet the expectations. The remaining thirteen (13) holes showed no abnormalities and passed a visual inspection. There was no evidence of premature disengagement as a result of this evaluation. Due to the intermittent failures an additional autopsy was performed on the device on (B)(6) 2026, which included disassembling the device and looking at the individual components. Overall, no significant bumps or shaved surfaces were observed. Everything moved smoothly, indicating a low likelihood of something dimensionally out of tolerance. In support of those observations, additional measurements of the disassembled device were recorded and no abnormalities were observed. In conclusion, the results observed were intermittent and irregular, further investigation was conducted by product development and additional analysis was provided. The observed failures did not align with the failure mode the customer had alleged in their additional response received (B)(6) 2026, which described a premature disengagement. As a result of the evaluation, the complaint is unconfirmed for the complaint reason of premature disengagement.

Event description:
2 of 3 reports. Other mfg report numbers: 3014334038-2025-00122 3014334038-2025-00124. A facility reported: "a perforator (ID 261221) does not lock or disengage automatically after drilling through the outer only, as expected. It should lock once the outer has been drilled to prevent further advancement and protect underlying structures." No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Additional information received: during the procedure, the perforator initially engaged and started cutting as expected. However, an incomplete perforation occurred. The perforator struggled while passing through the middle layer of the skull bone and did not progress smoothly as expected. How many burr holes were done before the perforator failed? "That was happened in the first burr hole". There have been recent changes with the drill? "No". There have been recent changes with the driver? "No".